Manufacturer narrative:
Result: the penumbra coil 400 5x13 pusher assembly was returned with a fractured stretch resistant (sr) wire attached to the constraint sphere inside the ddt. The pet lock was intact. The coil was detached and returned. Conclusion: the complaint has been evaluated. The complaint indicates that the physician attempted to introduce both penumbra coils through a px slim microcatheter. The complaint also indicates that these coils did not go through the px slim microcatheter and, during the manipulation, the coils were stretched. Evaluation of the returned devices shows that the penumbra coil 4x12 pusher assembly was twisted together. The coil was detached from the pusher assembly and not returned for evaluation. The pet lock on the proximal end of the pusher assembly where the detachment handle is used was broken, indicating that there may have been an attempt to detach the coil. Due to the returned condition of this device, the cause of the issue cannot be determined. The penumbra coil 5x13 coil pusher assembly had the proximal constraint ball with a broken sr wire inside the ddt. The fractured sr wire could have been caused due to excessive force used during the manipulation of the coil. The coil was damaged and detached due to the broken sr wire. The pet lock on the proximal end of the pusher assembly was intact, indicating that there was not an attempt to deploy the coil. The cause of this complaint cannot be determined. These devices are 100% functional tested during process inspection the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils. During the procedure, the physician was unable to advance two pc400 coils into the catheter and they became stretched. The procedure was successfully completed with additional coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00043.